Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
The physician intended to use an evercross balloon catheter during procedure. It is reported that the balloon ruptured when inflated. The balloon was removed. The patient was reported to be fine.